Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient faced infusion set tape not sticking issue on (B)(6) 2026.it was reported tape did not sticked while inserted on abdomen. No further information available.